Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the waste container tubing of the cell-dyn ruby analyzer has failed to function. No waste over flow or exposure was reported. The customer resolved the issue by replacing the waste assembly. No impact to user safety or patient management was reported.